Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer was experiencing a leakage problem. Lot number unknown. Issue was discovered upon opening. No patient injury or adverse affects were reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a lack of solvent at reflux connector this issue could cause leakage or another functional fail test. Functional testing found the reported failure mode is confirmed. The root cause of the reported issue was found to be manufacturing. Awareness notification was performed to personnel on 27-sep-2022 to explain the importance of adherence to manufacturing procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).